Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was missing. The device was returned to the engineering department with an unsigned note that stated, "damaged". No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events, delays in critical therapies, or necessity for medical interventions while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was missing. No additional information was provided.